Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, red particles in the shell and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior, wear abrasion and crease fold. Base on the device analysis the final assessment is: striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left device is ruptured and leaking.

Event description:
Patient reported "left device is ruptured and leaking". The device has been explanted.